Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a recent history of bilateral popliteal deep vein thrombosis (dvt). The filter was implanted via the right internal jugular vein and placed at the level of the third and fourth lumbar vertebral body junction. Approximately nine years and nine months after the filter implantation, the patient became aware that the filter had fractured. The fractured struts of the filter were retained within the inferior vena cava (ivc). The patient further reported having experienced mental anguish, worry and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, fracture. Per the implant records, the patient was reported to have a preoperative diagnosis of bilateral popliteal vein deep vein thrombosis (dvt). After infiltrating between the sternal and clavicular heads of the right sternocleidomastoid muscle, a micro seldinger needle was inserted into the internal jugular vein without difficulty. A micro guidewire was inserted, and placement was assured under fluoroscopy control. An inferior venacavogram was obtained demonstrating the left iliac vein, bifurcation of the veins, and the inferior vena cava. The inferior vena cava was relatively small in diameter. A cordis trapease filter was then passed and deposited at the level of the third and fourth lumbar vertebral body junction. It was opened, deployed, and remained fixed. The patient was taken to recovery in satisfactory condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years and nine months after the filter implantation. The patient reports fracture filter struts retained within the ivc and further experienced anxiety related to the filter.